Event description:
Customer's daughter reported that on (B)(6) 2011 customer was non-responsive so she tested her and received a reading of 89 mg/dl on her adc blood glucose meter. Customer's daughter further reported that the customer had seizure so she called the paramedics. The paramedics then tested her using their meter and received a reading of 40 mg/dl. Paramedics treated the customer on the scene with glucose via intravenous infusion. Customer was then taken to a health care facility where she was diagnosed with hypoglycemia and treated with additional glucose via intravenous infusion. Customer denied additional self-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Product was not returned from the customer for investigation. Testing of retain samples of strips associated with this complaint was conducted. The specific complaint issue associated with the medical event was not confirmed through retain testing. An additional issue was identified and will be progressed through adc's standard complaint handling processes through resolution. An additional supplemental report will be filed if it is determined that the additional issue identified has any connection with event or product issue reported by the customer. Whole blood testing of the retain strips were conducted and gave clinically accurate and acceptable results.